Manufacturer narrative:
Initial and final MDR 1970948- MDR 3003442380-2024-23107- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced two events of detachments and insulin leakage from the cannula on (B)(6) 2024. No further information was available.